Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Literature - von hintze, j., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Outcomes of the rotating hinge knee in revision total knee arthroplasty with a median follow-up of 6.2 years. Bmc musculoskeletal disorders, 22(1), 336. Https://doi.org/10.1186/s12891-021-04205-9. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. As the superficial infection was reported and no product information was provided, validation of sterile certifications cannot be performed, therefore the reported event is considered procedure related. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00205, 0001822565-2022-00207, 0001822565-2022-00208, 0001822565-2022-00409.

Event description:
A journal article was retrieved from bmc musculoskeletal disorders (2021) that reported a study from finland that looked at survival rate and outcomes in revision rotating hinge knee (rhk) arthroplasties. The study reported 4 patients experienced superficial wound infections within 30 days postop. The patients were given antibiotics, and none of the patients developed deep infections during follow-up. Attempts have been made and no further information has been provided.